Event description:
Customer called lfs on 7/2002 alleging the ot ultra meter's display was missing segments. This issue was unresolved with troubleshooting and was experiencing symptoms of shaking and sweatin and did not know what the result was but treated with a glucose tablet. Meter has been replaced for customer.